Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2218700, model:sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads had migrated and protruded out to the midline incision of the skin. The patient underwent a revision procedure wherein the leads were replaced and placed deeper. The explanted leads will not be returned per facility policy.